Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was discolored. Customer's blood glucose level was 148 mg/dl. Tandem technical support informed customer that the cartridges are safe to use and pose no functional differences.